Event description:
It was reported that multiple, intermittent unexpected resets occurred. The customer's blood glucose level was 85 mg/dl. Reportedly, the reverted to manual injections for continued insulin therapy.